Manufacturer narrative:
The device history record (DHR) for the device implicated in this complaint has been reviewed for manufacturing issues that could potentially relate to the as reported defect. During visual inspection, the guidewire was noted to be kinked/bent at 15mm from the proximal end. The collet was also noted to be damage at the proximal wire coating at 60cm, 80cm and 128cm from the proximal end. A functional testing was not required as the defect was visually confirmed. The reported complaint was confirmed during the device analysis. The device failed to meet specification when returned based on the damage noted to the device. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there is a current control to mitigate the risk of the as reported event. As per the additional information provided, prior to use on the patient, the physician noticed that part of the coating has peeled off. The device was returned and there was a kink noted to the device and the ptfe coating was noted to be scraped off in several locations, which is indicative of damage from the collet/torque device provided with the guidewire. It is probable that the deice was damage as a result of handling of the device during preparation; therefore, an assignable cause of handling damage will be assigned to the as reported issues guidewire ptfe coating peeling and guidewire delamination and to the as analyzed issue guidewire kinked/bent and guidewire ptfe coating peeling, as the issue is associated with a product that meets stryker design and manufacturing specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during preparation, delamination of the polymer layer and peeling of the polytetrafluoroethylene (ptfe) coating was noted on the distal portion of the subject guidewire. There were no reported clinical consequences to the patient.

Manufacturer narrative:
D4 expiration date - added. H4 manufacturing date ¿ added. The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was not returned. Therefore, visual and functional analysis were not performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. As the product was not returned and review and analysis of all available information fails to indicate an assignable cause or probable assignable cause for the repoerted event, an assignable cause of undeterminable will be assigned.

Event description:
It was reported that during preparation, delamination of the polymer layer and peeling of the polytetrafluoroethylene (ptfe) coating was noted on the distal portion of the subject guidewire. There were no reported clinical consequences to the patient.

Manufacturer narrative:
This is 1 of 2 reports. The subject device is not available to the manufacturer.

Event description:
It was reported that during preparation, delamination of the polymer layer and peeling of the polytetrafluoroethylene (ptfe) coating was noted on the distal portion of the subject guidewire. There were no reported clinical consequences to the patient.